Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the device history record found a nonconformance; however, the nonconformance was identified as one that did not affect product integrity or product functionality, and the device was approved for use. The DHR anomaly is not related to the alleged device failure. As received, the extension header accepted terminal end fit in the headers of both the returned ipg and a lab ipg without problem. All wires in the extension header were broken and most had been pulled back to the strain relief indicating an extreme overstress. As such, the device failed continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #s 1627487-2011-00517 and 1627487-2011-00518. The patient received an scs system including an ipg and two lead extensions. It was reported that he lost stimulation. An x-ray revealed that one of extensions had pulled out of the header. Surgical intervention was undertaken to correct this matter. During the procedure, it was discovered that one of the lead extension's contacts had broken off in the header of the ipg. As such, the physician replaced the ipg and both lead extensions. Effective stimulation was recaptured as a result of the procedure and no further complications were reported.